Event description:
The customer reported the rad-97 was "giving intermittent readings." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. The reported issue was due to a potentially bad solder joint on the u15 component of the mx-7 technology board as the device is able to obtain measurements when downward mechnical pressure was applied to the u15 component. However, when the pressure is removed, a "sensor off" error message, audible alarm, and visual alarm were triggered when the measurements were interupted. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6) h3 other text: device not returned.

Event description:
The customer reported the rad-97 was "giving intermittent readings." No patient impact or consequences were reported.